Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it passed. A pairing test was performed on the transmitter and it passed. A functional test was performed on the transmitter and it passed. The shared data log was reviewed, and no events related to the customer complaint were found. The complaint of pairing issue could not be confirmed. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.